Event description:
Customer states that pump is not delivering dose accurately. Pump set to deliver 10 ml but only delivered 4 ml. Rate, dose, and food are 500 ml/hr, 10 ml, and water.

Manufacturer narrative:
Pump was tested for accuracy several times, using water. Each time pump delivered amount within specification ((B)(4)). Complaint could not be confirmed.